Event description:
It was reported during an ablation procedure, the customer saw and heard a electrical arc (spark) that jumped from the cart at the foot of the table to the table (or in the direction of), and the pt. The arc originated from the cart where the ep-workmate and related equipment as well as the biosense webster mapping system were located. The cart contained the ep-workmate, carto3 and the ablation box, which was mfg by ep technologies. The spark flew horizontal, the length of the bed and went into the air. This was also accompanied by an electrical smell. This occurred at the end of the case, so the case was able to be completed. There were no consequences to the pt.

Manufacturer narrative:
A field clinical engineer was sent to the site for a service visit. The system successfully passed functional testing. The system was tested for noise and had no noise issues. The system suite, defragmentation and disk scan was performed on the local drives. It was determined the ept generator was plugged into the st jude medical transformer. A yellow grounding cable on the generator was plugged into the back of the generator and was hanging loose in the front of the cart. The grounding cable was removed from the ept generator and the power plug was removed from the iso transformer. Investigation of the workmate system could not replicate the report of arcing. Testing confirmed the workmate system functioned as intended.